Event description:
A staar microstaar injector cartridge was found to be contaminated with moisture and incomplete sterilization. Upon opening the outer foil package, what appeared to be water was inside the pouch, the inner sterile pouch was wet and the indicator was still pink which shows incomplete sterilization. This is the 5th sterile cartridge found in the last 2 weeks that has had quality issues. The previous report was filed with the FDA and the co was notified last week. Dates of use: 2008. Diagnosis or reason for use: eye surgery.